Event description:
(B)(4). Started out with one tube not closing then heavy bleeding two cycles a months, strange hives , hair loss and come to find out the right coil migrated and embedded and wrapped around my uterus and I had to have a full hysterectomy at (B)(6)!